Event description:
It was reported that there was a loss of therapeutic effect. There was no stimulation sensation. This occurred a day prior. The implantable neurostimulator (ins) was also not communicating with the patient programmer (pp). It was noted that the patient was implanted 12 days ago and the patient had not recharged. The patient had an appointment tomorrow with her healthcare provider (hcp) tomorrow. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported the patient¿s implantable neurostimulator (ins) died before her post-op visit. The patient had been advised how to recharger her stimulator. The cause of the event was determined and it was device related. The ins just needed recharging due to a normal discharge of the ins. There was 50% or greater symptom reduction and the patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).